Event description:
A malfunction was reported on the pump, although no notable events occurred before the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer stated they would reset the pump on their own and had previously experienced at least three occurrences of the same malfunction without reporting them. No additional corrective actions were mentioned.